Manufacturer narrative:
Additional manufacture narrative:the l-arm cover detached as one of the blocks of the cover that fixes the cover to the l-arm was broken. The customer replaced the cover with a new cover supplied by philips.

Event description:
It has been reported to philips that the l-arm cover detached and was retained by the safety chain. The system was not in clinical use. No harm has been reported to philips.